Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product information for use states "under no circumstances should the balloon be inflated with more than 45ml of fluid." No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event information has been requested but no additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated they had an incident where a balloon was inflated to over 150mls. It was further reported that no harm was done to the patient.